Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the programmer was found not to have met specification. There was no output from the inverter and the lower half of the inverter was found to be defective and was replaced. The inverter cover was also replaced as it had melted from the bad inverter. Afterwards, the programmer was able to power up without any issues and passed various device error code tests without any trouble. No further problems were noted with the programmer.

Event description:
Boston scientific received information that this programmer had a power cord failure which caused the screen to go pitch black during a routine follow up. The programmer was returned for analysis. No adverse patient effects were reported.